Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: after thirty minutes of use, cutting became dull and a second device was opened. The second device also became dull after one hour use. Opened third one to complete procedure. There was no bleeding and no tissue damage. No additional tissue loss. Nothing fell into cavity. Operating room time not extended more than 30 minutes. No patient harm.